Manufacturer narrative:
E1 (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the air had leaked from the connection point, and air leakage had also occurred from the high-pressure hose during inspection for use involving an olympus cylinder hose. There was no patient injury reported.